Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check could not be performed for the defect/condition reported since the lot number was not provided. No adverse health consequences; may result in annoyance to user or to patient minor injury, without significant discomfort or any degree of disability. This is a transient, self-limited illness or injury not requiring medical intervention. Moderate injury which may include significant discomfort, severe symptoms and / or temporary disability. This usually requires medical intervention to treat the injury. Serious injury which result in severe symptoms or permanent impairment (irreversible impairment or damage to a body structure or function). Fatal or immediately life threatening, death has occurred or could occur. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle from a bd insulin syringe with the bd ultra-fine¿ needle 1 ml 31gx5/16" separated from the hub after drawing her insulin but before injection. There was no report of serious injury or medical intervention.